Event description:
The following has been reported: nurse reported: "polivy (polatuzumab vendotin-piiq) leaking above flow dial from within cassette within 2ml of dose infusing. Dose returned to pharmacy. Per nursing incident report detail- rn went to hang the chemotherapy medication at put it in the pump. Rn's performed dual sign off. Rn pushed start and chemotherapy leaked from the cartridge. Rn and nurse manager cleaned up leak, put medication in the hazardous bag and took it to pharmacy." Active infusion stopped: yes injury/adverse reaction: no a preliminary review identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes of the leak in cassette could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 3) cassette seal not assembled correctly causing a leak in the flow dial. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.